Event description:
It was reported, due to an unrelated surgical procedure, wherein the device was not placed into surgery mode, the ipg was unable to connect to external devices. A manufacturer representative was able to connect and recovered the ipg.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: b1: 'adverse event' unselected; 'product problem' selected correction: b2: 'other serious' unselected. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.